Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter 42et8q. The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter 42j0ps. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
B5: product returned for investigation. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and failed.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.